Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received unspecified error messages and a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 7.9 inr. The customer went to the hospital for testing and the result was 4.0 inr. The laboratory reagent was not known. The laboratory result was believed to be the accurate result and the coumadin dose was reduced. There was no allegation of an adverse event related to the results. The therapeutic range was 2.0 - 3.0 inr. The customer took no heparin, had no hematocrit issues, no direct thrombin inhibitors, no new medications except an occasional tylenol, no illness, and no bleeding. He said he got bruised from the needle when he got his last blood draw, however no medical treatment was needed. The customer did have antiphospholipid antibodies. Per product labeling this may cause false-high inr values. The suspect product was requested to be returned for investigation. Replacement product was sent. The returned meter was tested with the current master lot of test strips and qc material. Qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used master lot/strip lot - qc lot. (Range: 1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot: 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.